Event description:
It was reported that the patient underwent a posterior spinal revision surgery to remove hardware at l3-l5 from another company and place new hardware at l5-s1. It was reported that the washer came off of the crosslink during tightening of the middle nut. The washer was removed from the patient but the crosslink remains in use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.